Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation as it is still implanted. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell42/dd) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient was implanted an alloft-s alloclassic shell 58/ll on the left side on (B)(6) 2007. Currently, the patient is being monitored due to unknown reason.

Manufacturer narrative:
Additional information received indicates that information does not meet the definition of a complaint. Legal documentation and primary surgical report were reviewed during the investigation. No indication of any potential deficiency related to the identity, quality, durability, reliability, usability, safety or performance of the reported products were available. There is no information that suggest that a zimmer biomet device malfunctioned, led to serious injury or has been indicated for revision. No answers to the follow-up questions were received. Thus, due to absence of an indicator for complaint definition, this case will be set to "not a complaint". Zimmer biomet`s reference number is (B)(4).